Event description:
It was reported that the coil was deployed in the aneurysm and detached. However, as the physician was withdrawing the delivery wire, approximately 2cm of the detached coil was pulled back into the microcatheter (subject device). The physician cut off the hub of the microcatheter and removed the coil and the microcatheter as one unit using a goose snare. There was no clinical consequence to the patient.

Event description:
It was reported that the coil was deployed in the aneurysm and detached. However, as the physician was withdrawing the delivery wire, approximately 2cm of the detached coil was pulled back into the microcatheter (subject device). The physician cut off the hub of the microcatheter and removed the coil and the microcatheter as one unit using a goose snare. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The visual and microscopic investigation of the returned device found that the proximal shaft of the microcatheter had kink. There was a significant amount of blood noted on and inside the device. During patency test a blood leak was observed at the proximal marker area. The device was flushed and additional blood and severe friction in the device were noted. There was severe friction noted due to the blood in the device. The device was noted to be stretched adjacent to this marker. From the information provided and the investigation results the catheter shaft break was most likely related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event. Based on the information provided and investigation results it was probable that the reported event of medical intervention and observed issues of catheter friction, kink and stretch were related to some procedural factors limited the performance of the device. Therefore, it was determined that the event was related to operational context.